Manufacturer narrative:
H6: 4110 - work order search found no similar complaints. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation replacement procedure, the patient still experienced low vault with rotation. Reportedly, "cataract: progressive anterior subcapsular lens opacities, low vaulting despite higher lens length." Lens remains implanted with a planned removal. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.